Manufacturer narrative:
One cadd®-solis hpca ambulatory infusion pump was returned for analysis in good condition. The reported accuracy test was replicated. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification. Recommend an expulsor assembly to be replaced to bring the delivery accuracy closer to nominal of a range.

Event description:
Information was received indicating that a smiths cadd®-solis hpca ambulatory infusion pump failed the volume accuracy test. The was no patient involvement.